Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device stopped working occurred. Data was evaluated and the allegation was confirmed as a signal loss over an hour. The probable cause was determined to be potential patient misuse. The reported event of the device stopped working is reportable based on the finding of a signal loss over an hour. No injury or medical intervention was reported.